Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025903 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1025903 test base part number 190-430 / lot: 1025903 . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025903 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine an assignable root cause as the log files were not provided for investigation. However a possible assignable root cause is sample interference or cross contamination. Ref MFR report: 1221359-2021-02587. 1221359-2021-02599. 1221359-2021-02600.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR reference reports: 1221359-2021-02587, 1221359-2021-02599, 1221359-2021-02600.

Event description:
The customer reported four (4) false positive results with the ID now covid-19 assay performed on (B)(6) 2021 respectively. This MFR. Report addresses false positive two (2) of four (4). The customer reported a false positive result with the ID now covid-19 assay performed on a direct tested copan swab. Repeat testing was not performed, pcr confirmation testing generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.